Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: brand name: infinion 16, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17354665.

Event description:
A report was received that the patient underwent a lead revision procedure in which one of the two implanted leads was replaced. The left lead exhibited high impedances in most of the contacts which caused the patient to experience inadequate stimulation. The explanted lead was discarded by the facility and will not be returned for analysis. It is unclear which of the two lead device information provided is the left explanted and discarded lead. The patient underwent reprogramming and is doing well postoperatively.